Manufacturer narrative:
(B)(4). Concomitant medical products: taperloc micro femoral stem 10x105, catalog 51-107100, lot 3821657; g7 neutral e1 liner f, catalog 010000858, lot 3934400; biolox delta option ceramic head 38mm, catalog 650-1057, lot 2886451; g7 finned acetabular shell 56mm, catalog 110017105, lot 3949831. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07419, 0001825034-2018-07941, 0001825034-2018-07943.

Event description:
It was reported a patient presented with pain and discomfort approximately seven months post total hip arthroplasty. Subsequently, the patient was revised due to aseptic loosening of the femoral component. During the revision, heterotopic ossification around the femur was noted. The femoral stem, head, taper adapter, and poly liner were revised. Intraoperative cultures later revealed anaerobic rare viridans strep-susceptability to follow, rare anaerobic gram positive rod.

Event description:
No further event information available at time of report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.